Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis in both eyes, at the one day post-op visit. The steroid drops were increased from four times per day to every two hrs. This report concerns the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).